Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient in transport, the cs300 intra-aortic balloon pump (iabp) signaled loss of charge and within one or two minutes the machine spontaneously shut down. Soon after, one or two minutes, the patient arrived back to their room,the balloon pump was plugged in and rebooted. The balloon pump then functioned without further issue. The unit was pm'd per manufacturer literature with no faults, and the batteries were changed because they were due for replacement. It is unknown of patients current status.

Manufacturer narrative:
Attempts were performed to obtain additional information. However, no relevant information was provided. This complaint is being closed. If more information is received, a supplemental report will be submitted. H3 other text : not returned to manufacturer

Event description:
N/a